Event description:
When removing catheter from patient, the catheter did not come out with the hub, but stayed in the patient. The nurse had to manually pull out the catheter.

Manufacturer narrative:
Received one used unit and one representative unit in 2008. The used unit is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Additional information has been requested from the customer. Date submitted: 10 april 2008.